Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on december 18, 2015. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the end user applied an aquacel® foam adh dressing to a wound on her left shin. The dressing was changed weekly for a period of three weeks. After a "few weeks" of use, she developed irritation on the left shinbone around the dressing. After an examination by a health care professional, the end user was prescribed "flamecine cream" for the irritated skin.